Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 15 mg/dl. Caller stated that the customer's insulin pump settings were recently change by a trainer and that may have contributed to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.